Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: attempts to obtain additional information regarding the patient's hospitalization were unsuccessful. However, there is no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius they were in the hospital the previous night and a baxter attachment was left on their pd catheter (not a fresenius product). The patient was unsure how to remove it. The patient was referred to the on-call pdrn. Attempts to obtain additional information were unsuccessful. The reason for the patient being in the hospital is unknown. However, there is no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.